Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that read "high", a specific value was not provided, cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly the customer was using the cartridges for longer than the recommended period of time as stated in the user guide, which is considered off label insulin use per the tandem user guide. Tandem technical support educated the customer on this.

Manufacturer narrative:
Tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.